Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor who reported a uti. The patient stated that she had one uti prior to implant, but then had another uti last year. No device malfunctions were reported.